Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving 4 mg of dilaudid at 2.00244 mg/day, 30 mg of bupivacaine 15.01826 mg/day, and 200 mcg of baclofen at 100.12177 mcg/day via an implanted pump for malignant pain. On 2019-apr-30, it was reported the patient was feeling "over-medicated" and drowsy on (B)(6) 2019. The it rate was decreased. On (B)(6) 2019, the patient reported continued drowsiness and they believed that it was related to the it rate decrease. The patient's it rate was increased. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was it medication side effects. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drugs (hydromorphone, baclofen) was related and the drug action that caused the event was an increased dose. No further complications were reported.